Event description:
Boston scientific received information that a health care professional (hcp) called boston scientific technical services (ts) asking about this lead as they were getting out-of-range (oor) measurements on the boston scientific lead with the st jude device and programmer. Ts suggested that this is a dual coil lead. It is unknown what the measurements were and if there was any further issues with this lead. The oor measurements have been occurring since implant so it is likely to be an unconfirmed connection issue. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.